Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced vasovagal syncope with prolonged sinus pause and had an occlusion of their left axillary vein due to the right ventricular (rv) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead experienced a rise in thresholds to a high level within a month of implant. The patient also experienced pain on her left side with certain movements which was attributed to be post-surgical muscle pain. The patient was treated with oral steroids for approximately one month in an attempt to decrease the lead threshold measurement. The thresholds measurements declined while taking the medication, though remained high. As a result of the steroid treatment, the patient experienced chest acne, disordered sleep, mood changes and facial edema. After the discontinuing of the steroids, the thresholds began to rise again to even higher levels. The outputs were adjusted numerous times and monitored during this time period. Approximately three months after implant, the patient had complaints of feeling the device system pacing resulting in some anxiety . A device check showed normal function. Approximately one year after implant, the patient had complaints of chest pain and a "shaking feeling." A device check was performed and was normal. It was further noted the lead experienced diminished sensing. The device was reprogrammed to unipolar sensing. A few months later the noted they were feeling shaky. It was noted on a remote transmission the right ventricular (rv) lead experienced oversensing of extracardiac myopotentials. Approximately 22 months after implant, the patient presented to the emergency department due to dizziness, brain fog, chest pain and diaphoresis. Ventricular oversensing was noted with pauses. The rv lead was then reprogrammed back to unipolar mode. Subsequent remote transmissions continued to show multiple high rate episodes due to myopotential events and an elevated sensing integrity counter (sic). The patient again noted episodes of feeling ¿shaky¿ and a recurrence of symptoms of bradycardia. A device check in office showed multiple recorded an increased frequency of episodes of noise consistent with fracture potentials with movement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's parent that the right ventricular (rv) lead has been faulty since it was implanted, exhibiting noise and that it had a fracture. It was also reported that the lead required several adjustments and the patient has passed out numerous times. It was further reported that the lead had high and unstable thresholds and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.